Event description:
It was reported on (B)(6) 2011, after performing a battery life calculation for a pt's device that the pt was interrogated on (B)(6) 2010, with an off time of 60 minutes. The reason for the programming anomaly is unk to date. The pt's doctor at the time of the aforementioned programmed settings is unk. Product info for handheld and programming software is unk. Attempts for troubleshooting details have not yet been made.

Manufacturer narrative:
Review of programming history performed.

Event description:
Additional follow up including attempts for troubleshooting details cannot be performed as the physician and programming system information is still unknown.